Event description:
The customer reported that on (B)(6) 2010 erroneously complete blood count (cbc) results were generated on a coulter act diff analyzer for single patient initial and/or repeat tests. Erroneously high white blood cells(wbc), hemoglobin(hgb), mean corpuscular volume(mcv), mean cell hemoglobin(mch), mean cell hemoglobin concentration(mchc), and erroneously low hematocrit (hct), red blood cells(rbc) with erratic platelet(plt) results were generated. These results possessed instrument messages which, per beckman coulter inc. Labeling, directed the customer to review. The erroneous results were reported outside of the laboratory and were questioned by a health care professional. Upon repeat on the same instrument, repeat results were also erroneous. The repeat results were not released from the laboratory. The patient was sent to a reference lab to be redrawn. Per the customer, the redrawn and repeat cbc results were normal. Corrected patient results were provided verbally by the customer however the actual corrected test report was not provided. There was no report of death, serious injury or modification to patient treatment associated or attributed to this event. Patient demographics and sample collection/handling information was not provided by the customer. Controls run before and after the event yielded instrument generated replacement flags results for wbc. Hgb control results recovered high.

Manufacturer narrative:
(B)(6). Service was dispatched to the site on (B)(4) 2010. The field service engineer (fse) repaired a loose connection for the lyse reagent input tubing. The fse verified the instrument's operation and it was returned back into service after completion of the necessary repairs. Root cause for the erroneous test results is unknown. Root cause of the reporting of the erroneous results is use error. There were instrument generated flags to alert the operator to review results. As part of a retrospective review, this event was determined to be reportable.